Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.5/1.0/120 (sphere/cylinder/axis), was implanted into the patient's eye. The lens was removed at an unknown time. The reason for explantation was not provided.

Manufacturer narrative:
A4-a6:unk h6: work order search: one similar complaint within associated lots was found. Claim# (B)(4).